Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: field b1 was updted to refelct 'product problem'. Field h1 was updted to refelct 'malfunction'. Isi followed up with the initial reporter, who confirmed that thoroughly washing out the cavity is a precautionary practice. The prograsp forcep involved in this complaint was received and tested by failure analysis. The instrument was found to have a broken cable visible at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was found to be malfunctioning due to a broken wire. The surgical team promptly washed out the cavity to ensure no fibers remained in the patient. The instrument was replaced, and the procedure was completed. The customer later noted that the cavity was thoroughly washed as a precaution after the wire snapped, and there were no visible signs of fibers or fragments left behind. The surgeon concluded that no further investigations were necessary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument; however, the failure analysis evaluation has not been completed.